Event description:
It was reported that the patient with this pacemaker claimed the device was providing shocks that caused a short circuit. The patient is unable to get into the clinic for a device check and has not been in two years. The facility is not enrolled and does not provide monitoring on nxt. The patient asked for this pacemaker to be removed. This pacemaker remains in service. No additional adverse patient effects were reported.